Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was bent and the extrusion at the distal pierce hole was melted/split. The melted extrusion, created a tear measuring approximately 5 mm proximally from the distal pierce hole. This tear allowed the cut wire and anchor to separate from the distal pierce hole. The weld-solder integrity of the cutting wire and anchor notch was found to be intact but the proximal section of the anchor notch had detached and was not returned with the device. The condition of the returned incident device was consistent with the complaint that cut wire broke. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the separated cut wire with anchor, is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the device was passed through the scope and inserted into the ampulla. The cut wire was bowed to perform a sphincterotomy and the cut wire broke; no part fell into the patient. The procedure was completed with another dreamtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the device was passed through the scope and inserted into the ampulla. The cut wire was bowed to perform a sphincterotomy and the cut wire broke; no part fell into the patient. The procedure was completed with another dreamtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.